Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector would not flow. The reporter stated that the connector was attached to the IV tubing but the fluids would not run. It was further reported that the IV tubing was removed and fluids runs normally then the IV tubing was set back and the same issue occurred. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.